Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dbb1d1 implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was reported, nine days post replacement procedure, that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to impedance. The pocket was opened and the physician determined that the rv pace sense set screw was not completely tightened on the implantable cardioverter defibrillator (ICD). The screw was properly secured and the lead and the device remain in use. No patient complications have been reported as a result of this event.